Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pain ("physical pain") in a female patient who had essure inserted for sterilisation. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the pain was resolving. The reporter considered pain to be related to essure. The reporter commented an article on a blog. She stated she regained their faculties "like before" at 90%. Diagnostic results: essure confirmed at correct position 3 months after insertion. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 12-jul-2017 for the following meddra preferred term: pain. The analysis in the global safety database revealed 356 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.